Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate therapy due to changes in morphology and t-wave oversensing. It was noted that the patient had received previous inappropriate shock two years earlier and again a couple months prior. Data was sent into technical services (ts) for review. Upon review, ts noted the patient presented with high ventricular rates where there was a change morphology into a wide qrs, which makes the device to oversense and charge capacitors. The inappropriate shocks occurred due to double-counting beats that make the calculated heart rate higher than expected. Ts discussed further troubleshooting and programming options. The s-ICD remains in service and no additional adverse effects were reported.